Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
It was reported that the insulin pump had a crack on the right edge of the display. The blood glucose reading was unknown. The caller did not know how the damage had occurred. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.